Manufacturer narrative:
When the patient arrived at the hosp, a battery of laboratory tests was performed. Six tests had been performed for 9 days. The ldh results of first 3 days showed respectively these values: 9500, 7995 and 7850. The haptoglobin result of the test performed on first day showed a value of 41. These results were grossly hemolyzed when they were analyzed. According to the staff at hosp, the specimens were drawn from this pt's right hand using a 24- gauge needle, as she had no other access available. The laboratory stated that the hemolyzed red blood cells were possibly caused by trauma related to the pt's blood was drawn. The pt was given two units of packed red blood cells in the emergency dept and was transferred to the intensive care dept. There, the pt remained on 100% oxygen. Ventilatory support was never warrnted. According to chief executive officer, the pt was alert and oriented the next day after this incident and ambulating about her room. She was then transferred to the progressive care unit and rec'd her routine dialysis from the contracted dialysis staff at the hosp. On the day 10th, the pt's condition improved drastically and she was released from the hosp to her own home. She is now dialyzing at the clinic and is reportedly doing well. This pt has a long-standing history of hypertension and congestive heart failure. The day of the incident she was on a 3000 unit loading dose of pork heparin. The pt was receiving: zemplar 3mcg and levocarnitine 1g with every dialysis treatment. According to the treatment records provided, the pt was not on epogen or iron therapy. The iron transferring and the percent suturation levels were not available prior to this incident. One month ago, the hemoglobin and hematocrit levels were 12.7 and 40.2 respectively. Given the pt's history of congestive heart failure, troponin levels were drawn throughout her stay. Pt's carbon monoxide levels were abnormally elevated even after she had been admitted to the hosp. Glucose-6-phosphate dehydrogenase (g6pd) level was done on this pt on the day 10th to rule out the possibility of an oxiding agent (carbon monoxide) contributing to a hemolytic event if the pt had a genetic predisposition. The g6pd was 14.8 u/g hgb, which is within normal range signifying that this pt is not g6pd deficient. A gambro technical services field representative inspected the machine. He verified the "a" and "b" conductivity meters, temperature, arterial pressure sensor, venous pressure sensor, and blood pump rotor occlusion. He discovered that conductivity and temperature values were above MFR's specifications at 17,43 and 40,0 respectively. He then calibrated, verified and tested the machine; all values were within MFR's specifications. The staff caring for this pt during this incident denied any kinking or clamped lines that could have led to mechanical hemolysis. There was no additional apparatus from any other MFR being used on the blood set during the time of this incident. The pt's arterial pressures ranged from: -170 through -220 and the venous pressures ranged from: 170 through 200. The blood glow rate was: 400 ml/min with a dialysate flow rate of: 600 ml/min. This incident occurred on a monday after the clinic had been closed since saturday. The staff dwells all the phoenix machines with bacteriostatic bleach over the weekend. The machines were checked and verified with another staff member for the absence of chemicals prior to placing the pt on treatment. This incident happened three hrs into this pt's treatment, so it is unlikely that a chemical hemolysis could have occurred. This clinic does not participate in the reuse program. The staff denies any possibility of mechanical or chemical hemolysis as there were no kinking or clamped lines and two staff members verified the absence of the disinfecting chemical used. Even though the pt's admitting diagnosis was listed as "hemolysis and anemia", there are no sufficient data to support this diagnosis. Prior to the pt leaving the hosp, the diagnosis was changed to "undetermined". The higher than normal carbon monoxide levels could have triggered a hemolytic anemia, although the glucose-6-phosphate-dehydrogenase (g6pd) does not support this theory. Even though the ldh levels were abnormally elevated, this does not necessarily correlate with a hemolytic event. Given that, this pt has a history of cardiac disease and her admitting troponin level was 4.38 ug/ml it is suspected that the elevated ldh levels could be indicative of a myocardial injury. Neither hosp nor the nephrologist at dialysis center can say with any certainty whether this was a hemolytic or cardiac event. The phoenix machine was inspected and while the conductivity and temperature ranges were higher than MFR's specifications, they were not so elevated as to contribute to any type of hemolytic event.